Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32-190 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer required assistance from their roommate by administering sugar nasal spray. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.